Event description:
The customer reported that the drill was not working properly. The customer reported that during use the collet of the handpiece felt hot and the surgeon switched out both the handpiece and the bur guard to continue the surgery. There was no report of serious injury or surgical delay associated with this event.

Manufacturer narrative:
Investigation findings: an investigation of the drill at conmed linvatec verified the reported problem; it was found that the handpiece exceeded temperature specifications related to a cracked collet sleeve. The bur guard in use during this event is submitted under report number 1017294-2008-00087. The handpiece instruction manual warns the user of the following: overheating might occur if the handpiece or accessory bearings are worn or are not kept clean. Continually check all parts of the handpiece and attachments for overheating. Discontinue use and return the equipment for service as necessary. Overheating can cause serious injury to the pt or operating room personnel. The customer will be provided care and service details.